Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. Microscopic visual inspection found a hole in the right ventricular seal plug. Review of evidence submitted by the field indicated that the oversensing on the atrial and ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that, during the implant of this device, oversensing was noted on the right atrial channel. It was suspected that fluid was present in the header of the device. Additional information was recieved that indicated small amounts of oversensing was also seen on the right ventricular channel. This device was removed prior to pocket closure and was never in service. No adverse patient effects were reported.